Event description:
As reported: during visceral embolization, they were unable to detach the coil, as it was entangled with previously deployed coils. The coil was successfully snared and retrieved. There were no adverse effects or clinical repercussions for the patient. No additional incident information was provided.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been received into the complaint system. The alleged detachment and removal issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.